Event description:
Arrived at scene, found pt pulseless and unresponsive. Began CPR and attached AED pads. AED had 2 prompts and then the AED seemed to turn off. The AED display read "remove battery completely." Battery was removed and placed back into unit. Unit prompted "do not touch pt" and then advised shock.